Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal angioplasty procedure [pta], the 4f catheter tip detached within the patient. The physician had acquired retrograde right femoral artery access and had negotiated the patient's ilio-femoral conduit with a super stiff .035 guidewire and 4f catheter. During over-the-wire catheter manipulations under fluoroscopy within the patient's common iliac artery, the catheter tip detached. The clinician acquired bilateral femoral access and successfully used a vascular snare device to externalize the foreign body from the patient liberating the iliac vessel. An additional catheter was used to complete this procedure. The patient was transferred post-procedure to ICU for observation. Prolongation of hospitalization was required. The patient tolerated the procedure well with no additional consequences to report.

Manufacturer narrative:
The suspect medical device was returned for evaluation. The device was visually and microscopically investigated. The complaint is confirmed. The root cause could not be determined however, it is likely that significant force was applied to the device during clinical use. The device history record was reviewed, and one exception document was identified. A search of the complaint database was performed and one similar complaint for this lot number was identified.